Manufacturer narrative:
(B)(4). On an unknown date in early (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. On an unreported date, peritoneal dialysis therapies were stopped, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. On an unreported date in the same month as the hospitalization began and after eight or nine days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.